Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to dysphotopsia. There was unplanned sutures, but no other surgical interventions reported. This was replaced with a non-johnson and johnson iol. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 18, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the complaint lens was received coated in viscoelastic residue. The lens was cleaned, and no issues that could cause or contribute to the complaint issue could be identified. The complaint issues "explant ", "sutures", and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that patient code of "visual disturbance-dysphotopsia-requiring surgical intervention" which was reported in the initial submission was incorrect and that the correct code should be "dysphotopsia-positive". This report is being submitted to correct this. Field below is updated. Section h6: health effect clinical code:1864 (to capture dysphotopsia-positive). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.